Event description:
It was reported that a patient felt stimulation ¿up inside¿ with her device. The device wore out and the whole thing was replaced. It was later reported that the device felt like what the patient pictured at the base of her bladder and she could feel when it was working. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v988003, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(4) 2014.

Event description:
Additional information received reported that the patient's old ins was implanted in 2007 and lasted 2.5 years and it was replaced on (B)(6) 2014 due to normal end of life (eol). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The date of report remains (B)(6) 2014 and not (B)(6) 2014.

Event description:
Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that they got the device for overactive bladder. It was reported that they felt their bladder pinching when the device was put in. Then they were having problems where they could not feel it (pinching), and they took it out and put a new one in. No further patient complications are anticipated or expected as a result of this event.